Manufacturer narrative:
The reason for this revision surgery was scapular notching and a loose stem. The previous surgery and the revision detailed in this investigation occurred over 10.3 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the components that may have contributed to reported event. The device and its applicable concomitant devices were verified to have gone through acceptable sterilization processes and were within their respective expiration dates at the time of use during the previous surgery. The root cause of this complaint was a revision surgery due to scapular notching and a loose stem. The root cause for the scapular notching and loose stem was not reported. No other information was submitted with the complaint regarding any activities the patient was involved in that may have contributed to the reported event. There are multiple factors that may contribute to an event; these are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.

Event description:
Revision surgery - due to the patient having experienced scapular notching and the implant having a loose fit. The surgeon removed and replaced the glenosphere and poly.